Event description:
During the surgery, the surgeon did not notice that the tip of the osteotome broke. However, after the surgery, the patient underwent MRI and it was found that broken tip of the osteotome remained in the patient.